Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the tip of the unit broke off in a patient. It was further reported that the tip was retrieved.